Event description:
It was reported that the customer noticed air bubbles in the reservoir. The customer's blood glucose was 170 mg/dl. The customer stated that the size of the bubbles were smaller than carbonation size. Troubleshooting could not be fully completed. Advised customer to store the insulin at room temperature. The customer stated that his insulin was not stored at room temperature. Advised customer to change the reservoir and infusion set as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.